Manufacturer narrative:
This MDR should be considered cancelled. It was submitted in error as the defect was with the protector not injector.

Event description:
It was reported that injector luer lock n35c leaked. The following information was provided by the initial reporter: "when the antibiotic has been mixed and the liquid is to be drawn into the syringe, and you adjust and spray some air back into the bottle, liquid leaks into the air filter part."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35c leaked. The following information was provided by the initial reporter: "when the antibiotic has been mixed and the liquid is to be drawn into the syringe, and you adjust and spray some air back into the bottle, liquid leaks into the air filter part".